Event description:
Reportedly, the port was inserted in the pt according to instructions and worked well during the procedure. When dr. Tried to pull it out the post-procedure, it fell apart. A portion of it fell inside the pt breaking into multiple pieces which had to be removed via other ports using lap hand instruments. Procedure type: unk.